Manufacturer narrative:
It was reported that on (B)(6) 2019, during placement of an indwelling catheter, the balloon that was placed in the patient ruptured within a few minutes of the balloon being inflated. After the balloon ruptured the catheter slid out and a new catheter insertion was required. The facility reported that prior to the initial catheter insertion the balloon of the catheter was pre-inflated to check the integrity of the balloon prior to insertion, contrary to the manufacturer's instructions for use. The patient did not require any surgical intervention after the reported incident. The facility reported that there was no serious injury identified, medical intervention required, or follow-up care needed . There was no change to the patient's plan of care and the patient has since been discharged from the hospital without incident. The actual device involved in the reported incident was returned for evaluation. The reported issue of a burst balloon was confirmed through visual inspection of the received sample. There is no definitive root cause for the tear at this time; however, based on the break pattern, it is suspected that the burst was caused by internal pressure within the balloon rather than an external force. There was no serious injury, follow-up medical care or additional medical intervention required related to the incident, however medical intervention to replace the initial catheter was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted

Event description:
It was reported that during placement of an indwelling catheter the balloon that was placed in the patient ruptured within a few minutes of the balloon of the catheter being inflated. A new urinary catheter was required to be inserted.